Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they removed the reservoir and noticed the top of the reservoir compartment was broken. The customer's blood glucose level at the time of incident was 120mg/dl. The customer states they had difficulty getting the reservoir back into place. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump had minor scratches on the lcd window, and cracked battery tube threads. A test reservoir was installed and it did not lock in place due to a completely broken reservoir tube lip, missing o-ring on the reservoir tube and a cracked case at the reservoir tube window corners.